Manufacturer narrative:
Product analysis: visual review identified a radial cut around the entire circumference of the balloon portion of the ibt was observed near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. The above observations are consistent with intraoperative instrument damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: cancer with compression fracture. Intra-op, during deflation, at level l3, balloon ruptured and got stuck in cannula. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.